Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead (rv) tripped a lead safety switch alert due to a high out of range pacing impedance measurement of greater than 2000 ohms. The physician suspects the rv lead to be fractured but this has not been conclusively determined. No intervention has been performed and the device continues to remain implanted and in service. No adverse patient effects were reported.